Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was confirmed. The device evaluation reproduced the reported symptom when an automatic output of an unknown keypad character occurred when the #2 key was pressed. Component causality was determined to be a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, it had a keypad with an automatic output. There was no patient involvement.